Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/ throat irritation, headaches, nausea, lightheadedness, cough, dry mouth and difficulty breathing/ short of breath. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging terrible abdominal pain, sinus infection, body ache, autoimmune disease, nasal/ throat irritation, headache, nausea, lightheadedness, dizziness, cough, dry mouth, difficulty breathing/ short of breath, device noisy, strange smell, burning/smoke/electrical odor. There was no report of serious or permanent harm or injury. After the third attempt to have the device and components evaluated, the customer responded that the device will not be available for return for evaluation and it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. In section h: patient outcome code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated in this report.